Manufacturer narrative:
Occlusion is addressed in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." In addition the IFU states: "the zenith aaa endovascular graft with the z-trak introduction system is indicated for the endovascular treatment of pts with abdominal aortic or aortoiliac aneurysms having morphology suitable for endovascular repair including: ...iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description as well as the physician's comments of the event: "since the pt useful length was short, so the physician tried to push up the iliac leg with the main body but it could not be upped successfully and occluded the internal iliac artery. The angiography was performed on anterograde and sma was confirmed, and also on retrograde and ima was confirmed, so the blood flow to intestinal canal was confirmed and ended the procedure." In addition, it should be noted that the pt's anatomy in this case was outside the IFU, since the length of the common iliac artery was not greater than 10 mm. We will continue to monitor for similar complaints.

Event description:
On (B)(6) 2010 the (B)(6) female pt's right internal iliac artery was embolized by coil. On (B)(6) 2010 the pt underwent aaa repair. The physician measured the pt's ipsilateral iliac artery and confirmed that the artery useful length was 10 mm. The physician pushed up and placed a zenith iliac leg, but it was not enough to contraction and occluded the ipsilateral internal iliac artery. The physician did not perform any add'l operation and ended the procedure.